Event description:
It was reported that patient experienced an infection at the ipg site and was hospitalized. Patient experienced mild flu like symptoms, ipg site was warm to the touch and inflamed, it was also noticed that patient had further inflammation up the lead site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. The patient was administered IV antibiotics to address the issue. Infection has resolved.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.